Event description:
It was reported that during a lap colectomy procedure, the dr. Was using a 12mm trocar. After several entries of 5mm instruments, the xcel started leaking air at the valve. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.